Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens required dirt in objective unit, outer tube was bent and had dents on outer tube, reflections on image and loose light guide adapter. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was due to reflections on image. Objective lens required dirt in objective unit was not established. Additionally, the most probable cause of bent and dents on outer tube, reflections on image and loose light guide adapter. Was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had blurry lens. There were no reports of patient harm.